Manufacturer narrative:
Product analysis: an exhalation valve flow sensor (evq) was returned to covidien/ medtronic¿s product analysis. A visual inspection of the component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; no errors were recorded in the diagnostic logs. An investigation was performed and the product analysis technician reported that no fault was found . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and verified the reported issue. The se replaced the exhalation flow sensor (evq). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event.